Event description:
Consumer complaint of high blood glucose results. Caller states her results should be 120mg/dl fasting, and the meter results were 197mg/dl one day and 296mg/dl another day. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).